Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis due to displaying error 3190. The event log was unable to be downloaded. The device was powered up and alarmed 1620 and 1340 which is an issue with the circuit board. It's recommended to replace the circuit board.

Event description:
Information received indicating that a smiths medical cadd legacy 1 pump gave error code 3940. No adverse effects reported.